Event description:
Hcp related that the pt had had repeated events which were quite similar. The hcp had difficulty troubleshooting the cause of the events. It started on memorial day weekend when the pt experienced an acute overdose infusion and was taken to the ER for treatment. She had another episode on july 4th. The physician reproduced the overdose episodes. Catheter was tested for patency and a drug bolus administered. It was determined that the catheter was angulating and the pt received intermittent boluses. The decision was made to surgically explore the area of the catheter. The catheter connector was found to have a partial fracture at the site of tying of the suture. The catheter was revised and a new system implanted. The pt prior to the explant had been programmed as high as 600 to 700 mcg per day. Now she receives less than 300 mcg with good effect.